Event description:
It was reported that during setup prior to a surgical procedure at the user facility, a hair was found inside the sterile packaging of the hood. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Manufacturer narrative:
During the visual inspection of the product, a hair was found in the sterile packaging, and a manufacturing issue was determined to be a probable cause of foreign material in the packaging. A nonconformance was opened to evaluate the event.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility, a hair was found inside the sterile packaging of the hood. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.